Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had over sensing on the atrial lead during a follow up visit. It was also noted that there were inappropriate detections and mode switching was occurring. The atrial sensitivity was decreased and the lead remains in use. No patient complications were reported as a result of this event.